Manufacturer narrative:
Reporter phone number (B)(6) date of event is estimated.

Event description:
It was reported that patient experienced uncomfortable stimulation, vomiting and heating at the ipg pocket site after a motor vehicle accident. System diagnostic recorded high impedances on one lead. As a result, surgical intervention was undertaken wherein the leads and ipg were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The reported event of burning/heating sensation at the ipg site when stimulation is on was not confirmed. The output stimulation of the device was monitored for shocking conditions and no evidence of extraneous stimulation was observed on the ipg can (exterior) or on the programmed channels. The device temperature was monitored while providing stimulation and it met specification for heat generation during use. The device also passed functional testing (autotester). No root cause was found for the reported issue.